Event description:
The lay user/patient contacted lifescan alleging the meter does not power on. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k073231.

Event description:
It was reported that during an interventional procedure of the heavily calcified mid superficial femoral artery (sfa) using an antegrade puncture at the common femoral artery, the fox plus balloon catheter was advanced to the middle segment of the superficial femoral artery over the 5 fr introducer sheath, but the balloon ruptured being inflated at 8-10 atmospheres (atm). A second fox plus was attempted and during the inflation attempt the balloon ruptured at 8-10 atm. Both balloons were inflated using a syringe. All pieces of both balloons could be removed from the anatomy without difficulty; nothing remained in the patient anatomy. There was no reported patient sequela. No add'l info was provided.

Manufacturer narrative:
(B)(4). The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have pcb contamination. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.